Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that rv lead was capped and replaced due to capture anomaly. The patient was doing well post procedure.